Event description:
It was reported that the programmer's stylus pen would not work and that there was fan noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer stylus pen would not work, as a result the stylus was replaced and calibrated. It was also noted that the system fan was noisy. (B)(4).